Manufacturer narrative:
(B)(4). Batch # unknown. The analysis results found that shaft of a bcd10 devices was returned and a plastic bag with the tip of the device. Upon evaluation, the dissector tip was found separated from the shaft, evidence of adhesive was found in the tip of the shaft as the cotton appears to have been pulled off. No conclusion could be reached as to what may have caused the reported incident. The complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the cotton tip got detached from the shaft and fell in the patient¿s thorax. The cotton tip has been recovered. Extended procedure time.